Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed which observed that the tubing was separated from the male luer. It was noticed there was an excess of solvent, however, the solvent was applied uniformly in the circumference of the tube. The other components were correctly placed and according to specifications. A dimensional test was performed and no deviation was found. The reported condition was verified. The cause of the condition was manufacturing related due to excess solvent on automated machine tall end; excess of solvent tends to displace the tubing from the insertion of rigid components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock end piece of a clearlink system continu-flo solution set was separated from the tubing. The set was primed with azithromax and was identified prior to patient use. There was no patient involvement. No additional information is available.